Event description:
During index procedure two venaseal closure systems were used to treat a lesion located in the great saphenous vein 1. Approximately 13 days post procedure patient suffered from right leg cellulitus with an abscess and mssa. The patient received IV medication and prescribed oral medication and debridement was done. It was stated that the event is related to target limb/vein. The patient recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.